Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was heard an alert multiple times. The alert was due to the patient being near a magnet. The implantable cardioverter defibrillator (ICD) remains in use. No patient complications have been reported as a result of this event.